Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise artifacts and high pacing impedance measurements exceeding 1500 ohms on the right ventricular (rv) channel. The physician elected to swap the right and left ventricular lead pins within the crt-p header in an attempt to resolve the noise issue. Technical services (ts) was consulted and identified evidence of noise artifact oversensing with subsequent pacing inhibition on the rv channel prior to the procedure. Additionally, noise artifacts were recorded on both the right atrial (ra) and rv channels, which may be attributable to the rv/lv lead connection switch procedure or a strongly suspected impairment with the rv lead. Ts recommended prompt system/lead revision and provided reprogramming guidance as a temporary measure for patient management. No additional adverse patient effects were reported. This crt-p system remains in service. Additional information was received indicating that this device was reprogrammed. No adverse patient effects were reported. This crt-p system remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.